Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, multiple episodes of non-sustained right ventricular oversensing due to post paced t wave oversensing were noted. Programming changes were made. The patient was stable and will continue to be monitored.